Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging apply sample message. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The meter associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be made at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up # 1 (07/03/2013)-device evaluation: the analysis of the subject meter was completed on 06/26/2013 by lifescan product analysis. Evaluation revealed that the spc pins were found to be high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.